Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (wires exposed) has been confirmed. Upon investigation the cable connecting the distribution node (dn) to the rear therapy electrodes was pulled from the strain relief. Additionally, the cable connecting ECG a to the front te was pulled from the strain relief, and the cable connecting ECG c and d was missing. The root cause for the strained cable was excessive force and the root cause for the missing cable was physical abuse. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor returned an electrode belt and reported that the belt was unable to run incoming functional testing.